Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a partial display. The customer¿s blood glucose level was 6.9 mmol/l at the time of the incident. Customer said the screen was flashing, and this occurred when the device was dropped. Customer did not the device was caught before it hit the floor. Customer was instructed to place the device in storage mode and set it to off. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. The insulin pump was received with scratched case, case cracked behind the insulin pump near the battery compartment, address label peeling, pillowing keypad overlay, and minor scratched lcd window.